Manufacturer narrative:
The device was returned and evaluated. The lens was in the carrier and in a dried condition as well as positioned incorrectly. Particulates, saline dentrites, dried solutions and what looks like dried blood is visible on the optic and both haptics. Visual inspection found one haptic broken. The delivery device was not returned. Functional testing cannot be performed due to the damage. The cause of the damage cannot be determined. The lens has been sent for further evaluation. The investigation is on going.

Event description:
The customer reported intraocular lens (iol) implantation failure during surgery. It was reported that the issue occurred during iol insertion and the iol was unstable and movable. The iol was removed during the same surgery and no other iol was implanted. The normal procedure time is 30 minutes, therefore the surgery time of 1hr and 30 minutes represents an increase of 60 minutes to the procedure time. The user facility reported another new surgery should be planned.

Manufacturer narrative:
Additional information to d2, g1, g4, h2, h6, h7, h10/11. Correction: remedial action of patient monitoring was selected in error on the initial submission. There was no field action necessary. Both haptics were measured and found to be within specification. The overall lens geometry meets specification. The product evaluation could not verify the failure mode. There are no other complaints for this lot to date and no similar complaints for this complaint reason for the last 14 months. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on all available information no causal factors can be determined and no conclusion can be drawn. No corrective action is necessary at this time.